Manufacturer narrative:
Device evaluation in progress. The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Evaluation in progress.

Event description:
User facility reported that the device displayed a check clutch error and is not "storing alarms". No permanent adverse effects to patient reported.

Manufacturer narrative:
The reported medfusion pump was returned for investigation. The visual inspection of the returned device was in poor condition with the top case chipped and cracked and the left and right plunger case damaged. Functional testing was performed and the device had no alarm history pertaining to customer stated problem. The alarm history was empty. After repairs the device passed functional and delivery tests.